Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system that there was misidentification. The following information was provided by the initial reporter: discrepancy of results between staphylococcus aureus and coagulase negative staphylococcus. On panel 89.

Manufacturer narrative:
H.6. Investigation summary: a failure for misidentification of results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)) a customer reported misidentification between staph aureus and coagulase negative staph. No instrument errors were identified. On follow up the customer reported the mis-ID issues to be resolved. The root cause of the failure is unknown. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed case # (B)(4) related to this failure mode. Complaints for results are within statistical control for the month of (B)(6) 2023. The upper control limit was not breached.

Manufacturer narrative:
D.3 common device name: system, test, automated antimicrobial susceptibility, short incubation. E.5 initial reporter phone # (B)(6). E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system that there was misidentification. The following information was provided by the initial reporter: discrepancy of results between staphylococcus aureus and coagulase negative staphylococcus. On panel 89.